Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. To test the pump, it was ran in user mode and was disassembled. The reported issue that the display blanks out and turns white was not duplicated. The pump ran for approximately one hour with no issues. Internal examination revealed no issues with the connector or lcd flex circuit.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump's display blanked out and turned white erratically during infusion. There was no patient injury.